Manufacturer narrative:
Updated part name and catalog number.

Manufacturer narrative:
Additional information received from litigation: updated part and lot number, implant date.

Event description:
Allegedly the patient was revised due to neck fracture.